Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and pump touchscreen was cracked; cause was not known. Pump was not functional. Customer's blood glucose 342 mg/dl and insulin pen was used to address bg. Reportedly, customer reverted to using another pump for insulin therapy.